Event description:
Reporter called to inform us that three of her dexcom g7 sensors have failed in less than 36 hours. The sensors stopped giving alerts and she believes the sensors are defective. She stated the first two sensors failed less than 24 hours she than replaced the second sensor and the thrid one failed almost immediately. Sensors are not lasting 10 days. Reference report: mw5156082, mw5156084.